Event description:
Occlusion during case.

Manufacturer narrative:
The unit was not returned for evaluation. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. Per customer service, the procedure was finished with another microtip. Occluding is seen with plantar fascitis cases more than others. The skin is thicker and can clot the microtip. Many times the customer can dislodge the clog and continue, but in some cases they cannot. Often times customer service will advise the facility to perform plantar fascia cases ata lower aspiration to avoid the clogging issue. A review of the DHR for lot 15013-04 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot. There were (B)(4) reported unit failures due to functionality. This lot has a failure rate of (B)(4).